Manufacturer narrative:
(B)(4). Unit p-cap or reservoir locked properly in place. Unit received with cracked keypad overlay. Unit passed displacement test, active current measurement, and self test. Unit received with unexpected battery power loss shown in power graph for a period of time and had high sleep current, problem isolated to electronic assemblies. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm with a low battery alarm. Customer reported that the battery cap was normal. This was the second occurrence of the replace battery alarm with a low battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.